Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon as would be expected. A review of the associated batch records, the stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range with no anomalies evident. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal left circumflex artery. A 6f cls4 sh mach1 guide catheter was placed. A 24mm x 3.50mm promus premier¿ stent was advanced to the lesion, however, the stent was dislodged in the left main trunk (lmt). The physician thought that the promus premier¿ stent may have come into contact with the tip of the mach1; however, there was no reported malfunction of the mach 1. The dislodged stent was retrieved using a snare without issue. The physician elected to exchange the whole system and the procedure was completed with a new mach1 guide catheter and another of the same promus premier¿ stent. No further patient complications were reported and the patient¿s status is good.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal left circumflex artery. A 6f cls4 sh mach1 guide catheter was placed. A 24mm x 3.50mm promus premier¿ stent was advanced to the lesion, however, the stent was dislodged in the left main trunk (lmt). The physician thought that the promus premier¿ stent may have come into contact with the tip of the mach1; however, there was no reported malfunction of the mach 1. The dislodged stent was retrieved using a snare without issue. The physician elected to exchange the whole system and the procedure was completed with a new mach1 guide catheter and another of the same promus premier¿ stent. No further patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).